Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to inspect and clean the pump, remove and replace the cartridge, and successfully complete the load process to resume insulin delivery.